Event description:
It was reported that non sustained right ventricular oversensing (nsrvo) determined to be post paced t wave oversensing (pptwos) was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made to turn on the low frequency attenuation filter. The ICD was being monitored. The patient was stable before and after the change.